Manufacturer narrative:
(B)(4) balloon deflation difficulty. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2016. According to the complainant, the balloon did not properly deflate, though the entire inflation medium was able to eventually be removed from the balloon. Additionally, the balloon material bunched up causing difficulty withdrawing the device through the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.